Event description:
It was reported that an ilet user experienced prolonged elevated blood glucose despite system use, with reports of limited automated correction and one instance where subcutaneous insulin by pen was administered to reduce hyperglycemia; the user¿s caregiver expressed concern that the correction algorithm was not aggressive enough, and review indicated missed or misclassified meal announcements. Symptoms included hyperglycemia. Outcomes included a need for additional training and education with referral for further support. Investigation included remote data review and troubleshooting with user education regarding correct meal announcement behavior. Investigation of this case revealed user-related factors, including missed meal announcements and potential suboptimal interaction with automated corrections, consistent with known use-related contributors to high glucose events. It was concluded, based on previously established findings for similar reports, that the cause was use error due to missed meal announcements and behavioral factors affecting glycemic control.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.